Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The patient was treated with meropen (intravenously (IV), dose, duration, and frequency not reported), mycamine (IV, dose, duration, and frequency not reported) and vancomycin (IV, dose, duration, and frequency not reported) for peritonitis. At the time of this report, the patient was not recovered from the event. The cause of the peritonitis is unknown. Pd therapy was discontinued. No additional information is available. This is report 1 of 3.